Manufacturer narrative:
(B)(4). One unused / unopened set was received in original packaging in reference to the particulate matter (pm). A visual inspection of the cassette revealed loose particulate outside of the fluid path. This is considered a cosmetic minor defect that would not affect the integrity of the set. No manufacturing abnormalities were noted during visual inspection. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The department cleaning records were reviewed with no issues noted. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested a follow-up report will be filed should any significant supplemental information become available

Event description:
A customer contacted baxter to report that a black spot was found on the patient line. This could potentially be particulate matter. No injury is reported. No additional information is available at this time.